Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
Upon extensive investigation by steris and the user facility, steris determined that the indicators had been exposed to excessive moisture during the steam sterilization process. Steris service and clinical group performed an assessment at the facility. The assessment suggested that the customer perform maintenance on the steam traps and address some system processes that could lead to wet packs. All instruments in cycles where the cis were leaking were reprocessed. No additional issues have been reported after appropriate corrective action was taken.

Event description:
No injuries were reported.

Event description:
The user facility reported that ink from their verify sixcess chemical indicators are leaking into peel packs. Procedural delays/cancellations have been reported.